Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent infiltration pump. The customer states that during a procedure, the pump motor was not working properly. The issue might be related to the tubing that was used on the machine.